Manufacturer narrative:
Investigation summary: bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and customer's indicated failure mode of foreign matter was observed. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd determined the root cause of the foreign matter to be attributed to the manufacturing process and bd has increased awareness for cleanliness and the reduction of foreign matter in the manufacturing site.

Event description:
It was reported when using the bd vacutainer® edta 2k luer lock there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a red foreign matter was found inside the tube."